Event description:
Product analysis was completed on the returned device.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova&#39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any &#34;defects¿ or &#34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that when completing a standard battery replacement, the lead was discovered to have been stripped leaving the lead wire exposed. The generator was explanted due to depletion and a portion of the lead was removed. Later the lead was revised. Device history records were reviewed. The device passed all functional specifications and quality tests and were sterilized prior to distribution. Both the generator and lead were received into product analysis for testing. Testing has not yet been completed to date. No other relevant information has been received to date.